Event description:
Customer reported that she was hospitalized twice once in (B)(6) and once in (B)(6) of 2013 due to high blood glucose. Customer blood glucose reading at the time of hospitalizations was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.